Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter lumen is narrow. There was no harm to patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a partial occlusion in a powerpicc is confirmed and was determined to be use-related. One 5 fr d/l powerpicc was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the returned device. A functional test of inserting a non-complainant guidewire into each lumen of the catheter revealed the guidewire would not pass through the purple lumen of the device just distal of the 0 cm depth marking. The catheter was subsequently cut at the 0 cm depth marker to observe the occlusion in the device. A microscopic observation revealed dried blood to be at the distal end of the catheter, partially occluding one of the lumens. After the catheter was cut at the 0 cm depth marker, a microscopic observation of the occlusion in the catheter revealed a section of dried blood partially occluding one lumen of the catheter. The complaint of a narrowing of the lumen in the catheter causing a partial occlusion was determined to be caused by blood found inside the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.